Event description:
Same case as: 2134265-2013-08728. It was reported that an imaging catheter was torn in half. The chronic total occlusion target lesion was located in the circumflex artery. An opticross¿ imaging catheter was used to view the lesion but the image got lost. A second opticross¿ imaging catheter was selected but when they opened it, the catheter was torn in half before introducing it into the patient. Another of the same device was used and worked fine. A 3.0x38mm promus element¿ plus stent was deployed. An unspecified guide catheter was advanced, however the guide catheter hit the proximal edge of the stent. It was noted that the stent was deformed and caused vessel dissection. They used another unspecified balloon catheter and inflated the stent back up against the vessel wall. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-08728. It was reported that an imaging catheter was torn in half. The chronic total occlusion target lesion was located in the circumflex artery. An opticross imaging catheter was used to view the lesion but the image got lost. A second opticross imaging catheter was selected but when they opened it, the catheter was torn in half before introducing it into the patient. Another of the same device was used and worked fine. A 3.0x38mm promus element plus stent was deployed. An unspecified guide catheter was advanced, however the guide catheter hit the proximal edge of the stent. It was noted that the stent was deformed and caused vessel dissection. They used another unspecified balloon catheter and inflated the stent back up against the vessel wall. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The catheter was received with the large telescope tubing assembly detached at the anchor seal housing bond exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. The cause of the observed issue may be due to inadequate bond strength between the outer telescope tubing and anchor housing. This issue likely occurred during assembly of this product. No other issues or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered manufacturing related. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer corrected: the complaint device was returned for analysis. Evaluation of the returned device revealed that the large telescope tubing assembly detached at the anchor seal housing bond exposing the imaging core assembly. Water was leaking from the detached telescope assembly during the flushing process. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2013-08728. It was reported that an imaging catheter was torn in half. The chronic total occlusion target lesion was located in the circumflex artery. An opticross¿ imaging catheter was used to view the lesion but the image got lost. A second opticross¿ imaging catheter was selected but when they opened it, the catheter was torn in half before introducing it into the patient. Another of the same device was used and worked fine. A 3.0x38mm promus element¿ plus stent was deployed. An unspecified guide catheter was advanced, however the guide catheter hit the proximal edge of the stent. It was noted that the stent was deformed and caused vessel dissection. They used another unspecified balloon catheter and inflated the stent back up against the vessel wall. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.